Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into fallopian tubes"), pelvic adhesions ("pelvic adhesions") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included fever, headache, abdominal pain, sore throat, muscle ache and allergic reaction. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pelvic adhesions (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), pyrexia ("fevers"), infection ("other injury(ies) or complication(s) please describe: infection / numerous infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain"), endometrial ablation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral partial salpingectomy. Extensive lysis of adhesions), surgery (extensive lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic adhesions, nausea, dizziness, headache, pyrexia, infection, female sexual dysfunction, weight increased, endometrial ablation and dyspareunia outcome was unknown. The reporter considered device dislocation, dizziness, dyspareunia, endometrial ablation, female sexual dysfunction, headache, infection, nausea, pelvic adhesions, pyrexia and weight increased to be related to essure. The reporter commented: (B)(6) 2008, she was visited the emergency room due to nausea, fever, and dizziness after heavy lifting at work. From this point on her complications only worsened. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 149.66 kgs. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: events apareunia, dyspareunia, weight gain, ablation are added. Lot number & lab data updated. Concomitat conditions added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into fallopian tubes"), pelvic adhesions ("pelvic adhesions") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included fever, headache, abdominal pain, sore throat, muscle ache and allergic reaction. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pelvic adhesions (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), pyrexia ("fevers"), infection ("other injury(ies) or complication(s) please describe: infection / numerous infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain"), endometrial ablation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral partial salpingectomy. Extensive lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic adhesions, nausea, dizziness, headache, pyrexia, infection, female sexual dysfunction, weight increased, endometrial ablation and dyspareunia outcome was unknown. The reporter considered device dislocation, dizziness, dyspareunia, endometrial ablation, female sexual dysfunction, headache, infection, nausea, pelvic adhesions, pyrexia and weight increased to be related to essure. The reporter commented: (B)(6) 2008, she was visited the emergency room due to nausea, fever, and dizziness after heavy lifting at work. From this point on her complications only worsened. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 149.66 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on13-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into fallopian tubes"), endometrial ablation ("ablation") and pelvic adhesions ("pelvic adhesions") in a 32-year-old female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included fever, headache, abdominal pain, sore throat, muscle ache and allergic reaction. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, 8 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), pyrexia ("fevers"), infection ("other injury(ies) or complication(s) please describe: infection / numerous infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral partial salpingectomy. Extensive lysis of adhesions), surgery (ablation) and surgery (extensive lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, endometrial ablation, pelvic adhesions, nausea, dizziness, headache, pyrexia, infection, female sexual dysfunction, weight increased, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dizziness, dyspareunia, endometrial ablation, female sexual dysfunction, headache, infection, nausea, pelvic adhesions, pyrexia and weight increased to be related to essure. The reporter commented: (B)(6) 2008, she was visited the emergency room due to nausea, fever, and dizziness after heavy lifting at work. From this point on her complications only worsened. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events added: depression and mental anguish, pelvic pain went away after removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into fallopian tubes") and pelvic adhesions ("pelvic adhesions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pelvic adhesions (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), pyrexia ("fevers") and infection ("numerous infections"). The patient was treated with surgery (underwent bilateral partial salpingectomy) and surgery (extensive lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic adhesions, nausea, dizziness, headache, pyrexia and infection outcome was unknown. The reporter considered device dislocation, dizziness, headache, infection, nausea, pelvic adhesions and pyrexia to be related to essure. The reporter commented: (B)(6) 2008, she was visited the emergency room due to nausea, fever, and dizziness after heavy lifting at work. From this point on her complications only worsened. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.